Event description:
It was reported that a shaver broke apart at the end of a procedure.

Manufacturer narrative:
Final investigation showed that the proximal tip of the inner shaft was broken. Overheating appeared to have caused the material to soften and break when torque was applied.